Event description:
According to the reporter: during surgery, they found 2 pieces of the seal in the cavity. Both pieces were retrieved. The operating time and incision were not extended as a result. No patient injury was reported.

Manufacturer narrative:
(B) (4)